Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery with heavy calcification and no tortuosity that was 95% stenosed. A 2.5 x 20 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and crossed successfully; however, the balloon ruptured during the first inflation between 10 to 12 atmospheres. It was stated that the balloon was not soaked in saline prior to use. A new 2.5 x 15 mm trek bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. It was reported that the balloon was not soaked prior to use. It should be noted that the trek rx coronary dilatation catheters, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined that the reported rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.